Event description:
<P>caller reported experiencing a cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts assisted the caller in loading a new cartridge using the proper technique, successfully resolving the issue, allowing the caller to resume insulin therapy.</p>